Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 failed to fire properly during the procedure. There was no consequence to the patient.